Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump act button has to be pressed several times for it to response. The customer¿s blood glucose level was unknown at the time of incident. No further details are provided. Insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm and unable communicate to sensor simulator to confirm sensor alert anomaly due to unresponsive button. (B)(4).